Event description:
The customer reported the internal paddles failed to discharged during testing.

Manufacturer narrative:
The customer reported the internal paddles failed to discharge during testing. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.